Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch select simple meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation and the cca following-up with the patient's daughter. The cca was advised by the reporter that the issue occurred on (B)(6) 2016 at 9am. The reporter alleged the patient obtained an inaccurate high result of "160" with the subject meter compared to "120 mg/dl" with another device (accu-chek), performed within 30 minutes. The cca was informed during the following up call that the patient takes a blood glucose reading once per day. The reporter confirmed the patient manages his diabetes with pills, diet and/or exercise, but is unsure of type of dose. The reporter confirmed that the patient did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The reporter claims the patient developed symptoms of "loss of consciousness and sweating" as a result of the product issue in (B)(6) 2016. The reporter alleged the patient was treated in the emergency room with IV glucose, in (B)(6) 2016. At the time of troubleshooting, the cca confirmed the subject meter was set to the correct unit of measure and the correct approved sample was used. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment due to the alleged inaccurate high issue began.